Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) would not inflate and the reservoir was empty. The suspected cause of the fluid loss was a connection issue. A surgical procedure was performed to remove and replace the ipp. The new reservoir was placed in the opposite site. No patient complications were reported.